Event description:
It was reported that during a procedure to treat a lesion in an unspecified mid artery, with moderate calcification and moderate tortuosity, a balance middleweight (bmw) universal ii guide wire was advanced with ease and a balloon and stent were delivered without any issue. After the procedure was completed, the bmw universal ii guide wire was being removed from the guide catheter when the tip separated outside of the patient anatomy. Reportedly, the patient was fine after the procedure and the product experience did not have a negative impact on the patient or the procedure, as the tip separation had occurred outside the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.